Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the device and replaced the exhalation flow sensor (evq). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was in a safety valve open and ventilator inoperative condition. In addition it was reported that the ventilator screen was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.